Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus and evaluated, and the reported phenomenon (image issue) was confirmed. There was no image and a e311 error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image issues likely occurred due to a communication failure caused by the faulty cable. The cause of the faulty cable could not be identified. E311 is an error which occurs when white balance cannot be obtained. Since image is not displayed due to communication failure caused by cable failure, it is presumed that e311 error occurred because white balance could not be obtained. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged.¿ ¿never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿ ¿never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not been received to date. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd autoclavable camera head had wobbly contacts and flickering images. There were no reports of patient harm.